Event description:
It was reported that bd totalys slideprep fungal contamination occurred. The following information was provided by the initial reporter: customer reports they had a contamination issue.

Manufacturer narrative:
H.6 investigation summary : complaint reports contamination on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges instrument contamination. Tried to contact the customer multiple times for them to provide more information about the contamination. Root cause not determined, and this complaint is not a confirmed failure of the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2018. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There is no corrective and preventative action plan in place. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd totalys slideprep fungal contamination occurred. The following information was provided by the initial reporter: customer reports they had a contamination issue.